Event description:
It was reported that the pt was treated with an expired stent. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The product used in this case was used 10 days after the expiration date. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the promus instructions for use instructs the user to note the "use by" (expiration) date on the product label and instructs to not use after the "use by" date. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. Although, the exact cause of why the product was used after expiration cannot be determined from the reported info, it appears that use error likely contributed to the reported complaint.